Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 843mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the buttons were unresponsive, but the time on the device was advancing. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.